Manufacturer narrative:
The customer¿s report of a maxzero leak was confirmed. The set and components were visually inspected and the standalone maxzero was observed to be unevenly attached to the non-bd extension set. The connection was not level with the male luer, and left a gap for fluid to leak through. Functional testing confirmed leaking from the incorrectly attached maxzero. Dimensional testing was performed on the non-bd set¿s male and female luers and all the measurements were within iso parameters. The root cause of the reported event is the maxzero not properly being connected.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-48, lot number p365346, exp dec 18, 0.9% nacl; 100ml baxter bag ndc 0338-0049-48, lot number p362855, exp oct 18, antibiotic; non-bd extension set; non-bd secondary set; 250 baxter intravia container 2b8012, lot dr17e17103; baxter bi-fuse, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a maxzero set that was stuck on the end of a non-bd bi-fuse set caused it to leak ns and antibiotics. There was no patient harm.